Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 2.3; lab: 4.1. These results were taken 2 days apart. Pt is not on heparin or lovenox and has not been hospitalized. Pt does not have cancer and is not anemic. Pt does not have hypo/hyperthyroidism, and is not taking any antibiotics. Pt does not have lupus or aps. Finger is not being milked. More than one drop of blood is being used. Pt states she has never fluctuated this much.

Manufacturer narrative:
Investigation pending.